Event description:
It was reported that the user¿s ilet pump screen was unresponsive to touch input, preventing unlocking, and photographs confirmed a cracked display on the left midsection; the pump temporarily responded after a mobile app-initiated restart but the issue recurred, and the user switched to backup therapy. Symptoms included loss of device usability due to an unresponsive touchscreen. Outcomes included interruption of automated insulin delivery requiring transition to backup therapy, without alerts, alarms, or hospitalization. Investigation included user troubleshooting with device restart, visual assessment via user-supplied images, and review of device history information available to support the case. Investigation of this case revealed physical damage to the display consistent with screen cracking and likely moisture ingress leading to touchscreen nonresponsiveness, aligning with a device display component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage resulting in display malfunction.